Event description:
It was reported that the user experienced elevated blood glucose readings and subsequently encountered difficulty removing a used insulin cartridge from the ilet, with the cartridge¿s rubber plunger remaining attached to the internal piston until a fill-tubing procedure was performed to push it out and allow removal. Symptoms included hyperglycemia with reported glucose values up to approximately 180¿210 mg/dl. Outcomes included user concern, device troubleshooting, and a complete supply change without the need for medical intervention or hospitalization. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that the stuck plunger was resolved by operational guidance to use the fill-tubing function, after which the cartridge was removed and normal use could continue. It was concluded that the event involved a temporary mechanical interference of the cartridge plunger within the device that was addressed through troubleshooting, with no clinical harm reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.